Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) lost augmentation pressure, then wouldn't read pressure at all and gas wasn't viable in unit. There was patient involvement but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was working in accordance with manufacturer specifications. There were no equipment failure errors listed in the logs. There were numerous augmentation below limit set alarms. Product passed all functional and safety tests per manufacturer specifications.